Event description:
The account alleged the side rail will not raise to the latch position. No patient impact.

Manufacturer narrative:
The technician found the side rail is jammed and will not raise. The technician replaced the side rail to resolve the issue.